Event description:
It was reported that the physician reoperated and removed the programmable valve. The pt's abdominal wound was slowly closing and that seemed to finally be improving. In the middle of the night, there was a spontaneous leak of spinal fluid from the wound. The valve was explanted and will be returned. It seemed to have a small leak on the top just at the flow direction arrow. The valve was replaced with a non-programmable high pressure antisiphon valve and included a slit valve on the distal end of the peritoneal catheter. Previously, a medium pressure valve in an equivalent arrangement was implanted and it was too low.

Manufacturer narrative:
The device has not been returned to the manufacturer.